Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Please see reports: 0001825034 - 2017 - 06468, 0001825034 - 2017 - 06469. Concomitant products; 11-103203 taperloc lat pc 9mm t1, lot 471160,  139259 m2a magnum 42-50m tpr insrt +6, lot 774080, us157852 m2a-magnum pf cup 52odx46id, lot 048340, 157446 m2a-magnum mod hd sz 46mm, 967120. It has not been indicated the device will be returned for evaluation at this time. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient revised due to adverse reaction to metal debris.during the procedure, a large, brown, cloudy fluid collection was noted. The acetabular shell and femoral head were revised; a poly liner was implanted. No further information is available at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records received. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further actions are required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event. Please see reports: 0001825034-2017-06468, 0001825034-2017-06469.